Manufacturer narrative:
(B)(4).

Event description:
It was reported "loss of ECG signal on iabp. Stickers and cable were exchanged with no improvement. [The user] connected leads to second console and ECG signal appearing appropriately". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "loss of ECG signal" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, no issue with the ECG signal issue was noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "loss of ECG signal on iabp. Stickers and cable were exchanged with no improvement. [The user] connected leads to second console and ECG signal appearing appropriately". No patient injury or consequence reported. The patient's current condition is reported as "fine".